Event description:
Patient reported right side exchange from textured to smooth. Healthcare professional additionally reported rupture. Device has been explanted.

Manufacturer narrative:
Device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified yellow particles material was found on the shell, one curved opening and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified one opening sharp and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one sharp opening in the side posterior assessed as unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.